Event description:
A doctor alleged that one (1) patient experienced insufficient bone growth and the loss of a dental implant due to the use of bioplant material.

Manufacturer narrative:
The surgical site was re-sutured without the implant and the patient is doing fine at this time. The incident that occurred was attributed to user error due to inadequate instructions for use. A field corrective action was initiated to provide additional instructions for use with regard to this incident. The product involved in the alleged incident was not returned; therefore, retain product was evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.